Manufacturer narrative:
H6: investigation findings and conclusion codes.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The procedure was completed without any issue. On (B)(6) 2020, the patient underwent another endovascular treatment of an aortic arch aneurysm with conformable gore® tag® thoracic endoprosthesis and utilized a gore® dryseal flex introducer sheath. The post-implant confirmation angiography imaging revealed a dissection at the right external iliac artery, and a bare metal stent was placed to treat the dissection. The cause of the dissection was not reported to gore. The size of the right external iliac artery was not reported to gore. The patient tolerated the procedure.